Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasional atrial undersensing noted on current and stored electrograms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.